Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. No containment or correction activities has been taken as there is no evidence this issue is related to a specific manufacturing nonconformance or design feature. The investigation will be closed and will be monitored through our post market product monitoring review process. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user has developed redness and a skin tear under the white tape collar of the skin barrier as a result of decrease wear time and, subsequently, more frequent barrier changes. The area has since healed. No further patient complications were reported as a result of this event.